Event description:
It was reported that there was an issue with the speaker function of the pump, where the speaker was not audible. There was no adverse impact to the customer¿s blood glucose level. The customer confirmed that the sound and vibrate settings were turned on as expected but declined further troubleshooting steps.